Manufacturer narrative:
The system was examined and the company representative was not able to find anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. As no problem was found with the system, the root cause of the reported events cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during multiple pars plana vitrectomy surgeries, the intraocular pressure (iop) was not being maintained with intermittent choroidals. Increasing the infusion pressure, cleaning vitreous near infusion to see if was getting clogged or re-position of the infusion, were tried but this did not solve the issue. Some of the cases, the iop had to be set at 60mmhg to avoid choroidals. The cases were completed without patient harm.